Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer description of the event being reported: a customer using the yellow epidural tubing for bupivacaine infusions reached out to me saying that they sometimes experience issues priming the tubing (drops are not falling in the drip chamber) and they see a tendency of having more ail with this tubing. No patient injury.